Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify failed battery test alarm, battery out limit alarm, no button response, scrolling numbers display anomaly due to blank display. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly, failed batter test, battery out limit, and moisture damage. Mother stated the numbers on their keypad were ramping and scroll bar was scrolling. Customer's blood glucose was 248 mg/dl. She states there is fluid under the lcd screen, form perspiration and now the keypad is unresponsive. Mother states the customer received the failed batter and battery out limit alarms during troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.